Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the radiolucent and driving cap was found broken. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This report is for (1) radiolucent insertion handle for expert nails/100mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 03.10.486. Lot: l479549. Manufacturing site: hägendorf. Release to warehouse date: december 18, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the radiolucent insertion handle for expert nails/100mm (p/n: 03.010.486, lot number: l479549) was returned and received at us customer quality (cq). Upon visual inspection, the broken tip of the mating driving cap/threaded (p/n: 03.010.523, lot number: 8279162) was retained in the threaded portion of the insertion handle and could not be removed. The device shows only light surface wear consistent with use and which would not impact the functionality. Device failure/defect identified? No, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. The mating device was noted to be broken but will be investigated. Conclusion: the complaint condition is un-confirmed as no damage were observed on the radiolucent insertion handle for expert nails/100mm (p/n: 03.010.486, lot number: l479549). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.` device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name and address.